Event description:
Medtronic received information regarding a guidance system used during an unknown procedure. It was reported that during a prone scan and plan procedure approach, there were 2 left screws out of 4 that were misplaced at levels l4 left and l5 left. As a result, the surgeon decided to use navigation with the medtronic imaging system to reposition the screws. It was noted this resulted in an hour-delay and the patient felt good and did not have any issue after surgery. Additional information was received. It was reported that type of procedure being performed was a minimally invasive, scan<(>&<)>plan with the guidance system, levels l4-l5 with voyager ats screws. Additional information was received. It was reported that the deviation was more than 10 millimeters (mm). Additionally, the procedure was a transforaminal lumbar interbody fusion (tlif).

Manufacturer narrative:
No parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. A1-5: select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.